Manufacturer narrative:
(B)(4). DHR review and review of complaint history did not identify any contributory factors to the event. The analysis of the log files concluded that the first device shutdown occurred during the verification step of the registration due to a known anomaly. And that the second device shutdown was due to a position detected as not accessible during a contactless registration. The device worked as expected, there is no error.

Event description:
Two field service engineers (fse) were present for a morning seeg/ablation case at (B)(6) hospital in (B)(6). At 9 am, after the first registration, the device shut down. It said "device shutting down" and it asked if we wanted to save the patient folder. They did not click any buttons to initiate the shut down and there was no communication error which was strange. At 9:32 am, there was a communication failure between rosa and the computer; rosa shutdown during the next registration attempt while we were on the page to make each point more accurate.